Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k093745.

Event description:
On (B)(6), 2011 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio meter would not power on. On (B)(6), 2011 the technical service representative (tsr) spoke with the patient to obtain and verify information. The patient claimed the reported meter would not power on since (B)(6) 2011. The patient replaced the meter's batteries to no avail. During this time period, the patient had borrowed her neighbor's one touch ultraeasy meter, and used that other meter to test her blood glucose levels and determine her insulin doses. On the morning of (B)(6), 2011 the patient experienced the symptoms of dizziness, lightheadedness and tingling fingers. At 10:30 am the patient tested her blood glucose level using the backup meter and obtained the reading of 3.2 mmol/l (58 mg/dl). The patient administered self-treatment by drinking chocolate and felt better afterwards. She did not seek any medical attention, as was originally reported. At 1:50 pm she tested her blood glucose level to be 6.5 mmol/l. On the day prior to this event, the patient had increased activity and had taken an increased dose of actrapid insulin, 60 units instead of 40 units, to compensate for a large dinner. The patient manages her diabetes with 40 units insulatard insulin three times per day and 40 units actrapid insulin in the evening. On (B)(6), 2011 the patient obtained the blood glucose readings of 8.9 mmol/l at 8:00 am, 4.5 mmol/l at 3:00 pm and 7.0 mmol/l at 10:30 pm. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The reported meter was not used for two months prior to or during the reported hypoglycemic event, the patient used a backup meter during this time period, and there was no delay in treatment. However, as the reported meter power issue was not resolved, this complaint is being reported.